Manufacturer narrative:
The thrust force was found out of specification, and for this reason it was recalibrated. Device evaluated, repaired and returned to the distributor/user. No patient involvement.

Event description:
The customer reported "pressure over 3.48 bar."